Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned, no investigation could be performed and mmdg is not able to confirm the complaint.

Event description:
The initial reporter stated that the administration set free flowed "from the filter downstream". Mmdg followed up with the initial reporter, who stated that the patient had experienced a thirty minute delay in therapy, but had not had any adverse effects due to the delay. No other information was provided. (B)(4).